Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, about a month ago, the consumer started using reach total care plus whitening toothbrush, to brush teeth, (route: dental, lot number 44211sg s1 frequency and expiration date unspecified). After using the device for about a month, the consumer stated that the toothbrush handle snapped in half while brushing teeth. The consumer also stated that the handle broke below the thumb grip under the three holes in the rubber grip and the white rubbery stuff of the handle was still holding the two hard plastic pieces together. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, about a month ago, the consumer started using reach total care plus whitening toothbrush, to brush teeth, (route: dental, lot number 44211sg s1 frequency and expiration date unspecified). After using the device for about a month, the consumer stated that the toothbrush handle snapped in half while brushing teeth. The consumer also stated that the handle broke below the thumb grip under the three holes in the rubber grip and the white rubbery stuff of the handle was still holding the two hard plastic pieces together. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number was updated from 44211sg s1 to 24211sg s1. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, about a month ago, the consumer started using reach total care plus whitening toothbrush, to brush teeth, (route: dental, lot number 44211sg s1 frequency and expiration date unspecified). After using the device for about a month, the consumer stated that the toothbrush handle snapped in half while brushing teeth. The consumer also stated that the handle broke below the thumb grip under the three holes in the rubber grip and the white rubbery stuff of the handle was still holding the two hard plastic pieces together. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. The lot number was updated from 44211sg s1 to 24211sg s1. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013 a review of the trending data by product family revealed no adverse trends. An increase was noted which could be attributed to an increase in shipment quantity. Device history review was acceptable. There were no related manufacturing /facility issues found and no changes were made to the design, formula, packaging or labeling within in a one year review period prior to the date of manufacture of the lot. Retain sample was evaluated and met specification. One toothbrush lot 24211sg s1 was received. The toothbrush was completely broken approximately 1 cm below the thumb grip. Packaging was not returned. As per manufacture the defect observed in the returned sample was not due to a manufacturing occurrence and was manufactured according to the specification. Based upon an acceptable document review, acceptable retain evaluation, and no adverse trends a root cause cannot be determined. The returned sample was broken however, the breakage had occurred at a point that was clamped during testing. There was no consumer information regarding where the consumer held the brush or the force they used while using the brush. Although this complaint was confirmed due to the returned sample, the disposition of this complaint could not be confirmed as it could not be attributed to a manufacturing defect. Based on the information available, this device was used as intended for treatment. No adverse trends were identified during the complaint investigation. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.